Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead showed no right ventricular automatic threshold test measurement due to a high rv threshold. Technical services (ts) was consulted and determined noisy signals were present and no rv capture could be determined, with discussion of going to a fixed output at the next in-office visit. Ts also noted an abrupt decrease in r-wave measurements and pacing impedance measurements at the last in-office visit, but both measurements have since returned to baseline. The field representative will further discuss with electrophysiology a possible lead explant but also to determine any other further steps. No adverse patient effects were reported. This rv lead remains in service.